Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced four infusion set cannula bent events over past 2 weeks. The event occurred within 3 hours of insertion. The insertion site was at abdomen. The blood glucose level at the time of event was 400mg/dl and patient resolved it by replacing infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-04536 - device 2 of 4. E1: (B)(6).